Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the implant 4.5mm bio-corkscrew of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken. Functional testing was not performed due to the damage to the device. Per dfu-0087-13 rev 0, section g- precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Event description:
On 11/6/2023, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-4 biocomposite-corkscrew ft anchor broke during insertion. All the broken fragments were retrieved, and the case was completed using another ar-1927bcf-4 biocomposite-corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2023. Additional information was received on 11/13/2023: the case was completed using another ar-1927bcf-45 biocomposite-corkscrew ft with no delays. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.